Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device was well as the blue (tm) defibrillation gel.

Event description:
A zoll distributor reported that the doctor's office of an (B)(6) year old male patient called in on (B)(6) 2015 to report that the patient had developed a rash under one of the electrodes. The patient reported two open wounds that he was treating with neosporin. The patient was afraid of developing an infection if he continued to wear the lifevest (lv). Follow-up with the patient on (B)(6) 2015 revealed that the patient's irritation from the electrodes was getting better but when he wore the lifevest the other day, it began to irritate him again. In addition, the patient reported seeing his doctor about a mild case of shingles and lesions. The patient reported that he was unable to wear the lifevest due to the painful lesions. Review of the patient's flags does not indicate any wear time since (B)(6) 2015. The clinical outcome of the rash is unknown. There is no additional follow-up. There is no indication of any device malfunction.